Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has pain at ins pocket that radiates down hip leg. Pt said the battery died completely once she recharged the device a por was noticed on the remote control once the therapy was turned back on pt started experiencing severe pain at ins pocket down leg. She also noticed she had a hard time getting the battery recharged prior to that. It took much longer than normal. Impedance test was performed was normal. They also made sure the recharger puck connected just fine to the ins with an excellent connection. The healthcare provider (hcp) provided an exam may consider doing a pocket revision. Additional information was received from the manufacturer representative (rep). The rep stated that the reason for seeing the por was due to a drained battery. No falls were reported. The rep said the patient had a pocket revision on (B)(6)2022. Device removal or replacement is not planned. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was having severe pain in previous ins pocket location, so the doctor moved the pocket to the other side.